Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead exhibited noise that was oversensed by the device and led to inappropriate automatic mode switch. No intervention was performed. There were no patient consequences and the patient will continue to be monitored.